Manufacturer narrative:
Submit date: 12/09/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with an umbilical vessel catheter the customer reports the catheter is leaking below the hub. The customer cannot provide any additional information.